Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, the customer experienced a blood glucose level (bg) of 550 mg/dl and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer performed a supply change and continued to use the pump for insulin therapy.